Event description:
It was reported that the subject device had cracked cover glass and the image was blurred. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: g3, h2, h3, h4, h6, h10. The device was inspected and the reported allegation of cracked cover glass and blurry image was confirmed. The evaluation also identified flooding of the head and main body. A definitive root cause for all evaluation findings was unable to be determined. A device history review of the current product was conducted, and no problems were found. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had cracked cover glass and the image was blurred. There were no reports of patient harm.